Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, u.s.

Event description:
Reference number (B)(4). Event occurred in puerto rico. On 17-oct-2024, the patient reported that there was infusion flow block and pump detected an occlusion that prevents the flow of insulin. No further information available.